Event description:
It was reported that the customer was in the emergency room due to high blood glucose. The mother stated that the customer has been off the insulin pump for almost an hour and she thought the customer had bolused but did not. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.